Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that shortly after implant, the right ventricular (rv) lead was found to have dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.